Manufacturer narrative:
(B)(4). Batch # p9158n. The analysis results found that an nslg2c35a device was returned outside its original package. In addition, only the tyvek was returned for analysis. The tyvek was visually inspected and no damage was found on the seal area. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to a laparoscopic assisted vaginal hysterectomy procedure, when preparing the room the device was removed from the outer packaging and the tyvek seal was compromised. Another device was pulled and the packaging was intact.. There was no patient involvement and no patient consequences.